Event description:
It was reported that during a lower anterior resection procedure, the clips would not form correctly. The did not feed correctly into the jaws. Case completed with another device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.